Event description:
It was reported to boston scientific corporation on march 28, 2023, that an axios stent and electrocautery enhanced delivery system was implanted to treat a gastric outlet obstruction (goo) noted in the pyloric/duodenal bulb during an endoscopic ultrasound (eus) -guided double-balloon-occluded gastrojejunostomy bypass procedure performed on (B)(6) 2023, as part of the e7127 passage clinical trial. During the procedure, the axios stent was implanted successfully. Post-dilation was not performed, and stent patency could be visualized. On (B)(6) 2023, four (4) days post stent placement, the patient was noted with anorexia and was treated with medication. On (B)(6) 2023, thirteen (13) days post stent placement, the patient was noted with hemorrhage of the digestive tract and was treated with blood transfusion and medication. Patient hospitalization was prolonged. On (B)(6) 2023, the patient has expired. Note: it was reported that the axios stent and electrocautery- enhanced delivery system was used to treat a gastric outlet obstruction. Per the axios stent and electrocautery-enhanced delivery system directions for use (dfu), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for gastric outlet obstruction.

Manufacturer narrative:
Block g2: e7127 passage clinical trial - hot axios stent and electrocautery-enhanced delivery system. Block h6: imdrf patient code e0506 captures the reportable patient complication of hemorrhage of the digestive tract. Imdrf patient code e2306 captures the reportable patient complication of anorexia. Impact code f02 is being used to capture patient's death. Impact code f2303 is being used to capture the medication required for anorexia. Impact code f2302 is being used to capture the blood transfusion performed to treat the hemorrhage of the digestive tract. Impact code f08 is being used to capture prolonged patient hospitalization.

Manufacturer narrative:
Block d4 (lot number) has been updated with the additional information received on july 20, 2023. Block g2: e7127 passage clinical trial - hot axios stent and electrocautery-enhanced delivery system block h6: imdrf patient code e0506 captures the reportable patient complication of hemorrhage of the digestive tract. Impact code f02 is being used to capture patient's death. Impact code f2303 and f2302 is being used to capture the used of medication, and the blood transfusion performed to treat hemorrhage of the digestive tract. Impact code f08 is being used to capture prolonged patient hospitalization. Block h11: correction to the follow-up 1 MDR in block b5 and block h6 (device codes and evaluation codes).

Event description:
It was reported to boston scientific corporation on (B)(6), 2023, that an axios stent and electrocautery enhanced delivery system was implanted to treat a gastric outlet obstruction (goo) noted in the pyloric/duodenal bulb during an endoscopic ultrasound (eus) -guided double-balloon-occluded gastrojejunostomy bypass procedure performed on (B)(6), 2023, as part of the e7127 passage clinical trial. During the procedure, the axios stent was implanted successfully. Post-dilation was not performed, and stent patency could be visualized. On (B)(6), 2023, four (4) days post stent placement, the patient was noted with anorexia and was treated with medication. On (B)(6) 2023, thirteen (13) days post stent placement, the patient was noted with hemorrhage of the digestive tract and was treated with blood transfusion and medication. Patient hospitalization was prolonged. On (B)(6) 2023, the patient has expired. Additional information received on may 29, 2023: it was reported that the axios stent was implanted transgastric to the jejunum, and the stent remains implanted inside the patient. Additional information received on june 13, 2023: it was reported that the primary cause of death was gastrointestinal hemorrhages and autopsy was not performed. Additional information received on jun14, 2023: it was reported that on (B)(6), 2023, swelling of stomach was noted, and the patient might not be able to eat and took a glufast medicine. This was reported to the doctors and blood glucose test was suggested before bedtime.

Manufacturer narrative:
Blocks b5, b6, d7a, e1 (initial reporter facility name), and h8 have been updated with the additional information received on may 29, 2023, june 13, 2023, and june 14, 2023. Block g2: e7127 passage clinical trial - hot axios stent and electrocautery-enhanced delivery system. Block h6: imdrf patient code e0506 captures the reportable patient complication of hemorrhage of the digestive tract. Impact code f02 is being used to capture patient's death. Impact code f2303 and f2302 is being used to capture the used of medication, and the blood transfusion performed to treat hemorrhage of the digestive tract. Impact code f08 is being used to capture prolonged patient hospitalization.

Event description:
It was reported to boston scientific corporation on march 28, 2023, that an axios stent and electrocautery enhanced delivery system was implanted to treat a gastric outlet obstruction (goo) noted in the pyloric/duodenal bulb during an endoscopic ultrasound (eus) -guided double-balloon-occluded gastrojejunostomy bypass procedure performed on (B)(6) 2023, as part of the e7127 passage clinical trial. During the procedure, the axios stent was implanted successfully. Post-dilation was not performed, and stent patency could be visualized. On (B)(6) 2023, four (4) days post stent placement, the patient was noted with anorexia and was treated with medication. On (B)(6) 2023, thirteen (13) days post stent placement, the patient was noted with hemorrhage of the digestive tract and was treated with blood transfusion and medication. Patient hospitalization was prolonged. On (B)(6) 2023, the patient has expired. Note: it was reported that the axios stent and electrocautery- enhanced delivery system was used to treat a gastric outlet obstruction. Per the axios stent and electrocautery-enhanced delivery system directions for use (dfu), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for gastric outlet obstruction. Additional information received on may 29, 2023: it was reported that the axios stent was implanted transgastric to the jejunum, and the stent remains implanted inside the patient. Additional information received on june 13, 2023: it was reported that the primary cause of death was gastrointestinal hemorrhages and autopsy was not performed. Additional infromation received on jun14, 2023: it was reported that on march 24, 2023, swelling of stomach was noted, and the patient might not be able to eat and took a glufast medicine. This was reported to the doctors and blood glucose test was suggested before bedtime.